Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that the spectrum pumps constantly displayed air in line message during therapy in the catheterization laboratory. The alarms occurred during the use of a refrigerated medication, adenosine, which is usually administered at a rate greater than 500 ml/hr (programmed amount unk). The customer was informed that a refrigerated medication might cause the air in line alarms. The customer has had no further issues since the medication was removed from the fridge. It was also reported there was no pt injury.